Event description:
Rptr was diagnosed with mercury poisoning after years of illness becoming gradually worse. The only source of mercury discovered was from dental work. Rptr has had all dental work replaced and has had mercury detoxification and is now improving. Rptr had 17 fillings and 3 root canals. Rptr's physician was able to link fatigue, allergies, migraines, electrolyte imbalance, gi and neurological problems to the high level mercury poisoning.